Event description:
It was reported that on (B)(6) 2023, a 27mm portico valve was chosen for implant using a large flexnav delivery system. The annulus was measured to be 73.2mm at the perimeter, and the area was measured to be 418mm. It was reported that the patient had a horizontal aorta. The valve (19320141) was deployed at 5mm. There was no tension in the delivery system at the time of final deployment. After the valve was fully deployed, one of the retainer tabs remained attached to the capsule. The operator slightly rotated the delivery system and gently pushed on the system until the valve separated from the delivery system. After the valve was released at 5-6mm, it migrated up into the sinus of valsalva (sov) at 3mm above the non-coronary cusp. The patient presented with severe aortic insufficiency. A second 27mm portico valve (19324788) was placed in an emergency valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure and there was no reported risk of coronary obstruction. There was no clinically significant delay in the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migrating toward ascending sinus of valsalva after the implant and aortic insufficiency was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of reported incident could not be conclusively determined.

Event description:
N/a.